Manufacturer narrative:
This report is for an unknown quantity of unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ockert, b. Et al (2014), long-term functional outcomes (median 10 years) after locked plating for displaced fractures of the proximal humerus, journal of shoulder and elbow surgery 23, pages 1223-1231 (germany). The objective of this study was to report on the long-term outcomes of patients treated by locking plates for proximal humeral fractures and to compare the results with those taken at short-term follow-up. Between february 2002 and march 2004, 121 patients with displaced proximal humeral fractures were treated by open reduction and locking plate fixation. Only 43 patients were available for 10-year follow-up, including constant score (cs), disabilities of the arm, shoulder and hand score, and medical outcomes short form 36 questionnaire. Of the 43 patients, 12 were male and 31 were female patients with mean age of 67.6 years at final follow-up. Fractures were fixed using proximal humeral internal locking system (philos) plate. There were 21 patients in the age group of <60 years and 22 patients in the age group of >60 years. According to neer classification system 8 patients had 2-part fractures, 26 patients had 3-part fractures, 8 patients had 4-part fractures, and 1 patient had type vi with head split. In regard to the ao/ota classification, the patterns were as follows: 2 patients had a2, 3 patients had a3, 15 patients had b1, 11 patients had b2, 1 patient had b1, 1 patient had c1, 9 patients had c2, and 1 patient had c3. Radiographs were taken routinely at 1 day, 6 weeks, 3 months, 6 months, and 12 months postoperatively. In any case of a postoperative complication or in the case that revision surgery was necessary, additional radiographs were conducted until the final treatment had been accomplished. The median follow-up period was 10 years (minimum, 8 years). The following complications were reported as follows: 4 patients had concomitant screw cutout. This report is for an unknown quantity of unknown locking screws. Additional complications are captured on related complaints (B)(4). This is report 5 of 5 for (B)(4).